Manufacturer narrative:
Product ID 3889-28, lot# va0pab2, implanted: 2014 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was later reported that the cause of the event was not determined. The manufacturer representative tried higher amplitudes when running the impedance test. They had run it several times until he finally tried a new neurostimulator. Once the new stimulator was placed, impedances were ran and all checked out below 4000.

Manufacturer narrative:
Analysis of the implantable neurostimulator revealed no anomaly. (B)(4).

Event description:
It was later reported that patient's neurostimulator was changed and the patient recovered without permanent impairment.

Event description:
The manufacturer representative reported impedances greater than 4000 ohms on all of the bipolar pairs. It was reported that they are intraoperative in a lead revision and the impedance values are all out of range, >4000 except c0 and c2. It was indicated that the health care provider wanted to if there was something wrong with the neurostimulator (ins); they are implanting a new lead and connecting it to previously implanted ins. The manufacturer representative stated that they had motor response when they were testing with the tester stimulator. When testing the impedances they have use 0.7 1.0 and 1.2 at pw of 300us. It was noted that at amp of 2v and 360pw manufacturer representative read several impedance values. The representative reads electrode pairs 01 :> 4000, 12 and 13 are >4000 were above 4000 ohms. They were not getting motor response with the test program amplitude was set to 3 volts and electrode configuration was 0+ and 2-. They attempted to reconnect the tester stimulator and checked the lead again with good motor response. It was indicated that the health care provider believes the problem was the ins. Additional information received 2 days later indicated that the manufacturer representative did not know how the patient was doing and the ins would be returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.